Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported failure. To solve this issue, he re-calibrated the temperature sensors on the patient circuit. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A temperature probe out-of-calibration caused the reported error outbreak.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to temperature difference too big between the temperature sensors in the control/safety system in the patient tank during priming. There was no patient involvement.